Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
Dexcom was made aware on 08/03/2016 that the patient experienced intermittent audio output from the receiver and a hypoglycemic event on (B)(6) 2016. The patient was sleeping when the receiver alerted the patient's mother at 55mg/dl. Receiver is set to alert at 90mg/dl and did not alarm until 55mg/dl. Patient's mother went and took his fingerstick which was at 54mg/dl. Patient's mother then gave him juice and during that time he passed out. The patient's mother caught him, administered more juice and patient was feeling much better afterwards. The patient was at 68mg/dl and when he got to 80mg/dl his mother gave him a cheese stick and crackers. The patient was not taken to the hospital. At the time of contact, the patient was doing well. No additional event or patient information was provided. The complaint device was returned for investigation. The receiver was determined to be in good condition based on external visual inspection. Global receiver functional testing resulted in no failures related to the complaint. Receiver log review was incomplete due to missing data but had none related to the complaint. The reported fault could not be reproduced. The customer complaint could not be confirmed. A root cause could not be determined.